Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000161809.

Event description:
It was reported that during an implant procedure on (B)(6) 2024, the patient began vomiting and the procedure was aborted. The patient was stable following the procedure. It is unknown which lead was at fault.